Manufacturer narrative:
Correction: d8 was inadvertently selected. The device is not expected to be returned for evaluation, as an olympus representative visited the customer site and changed settings on the video processor to resolve the issue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Customer not returning device.

Event description:
The customer reported to olympus that when using an evis exera iii video system center, there was no image intermittently. The event occurred during preparation for use, prior to an unspecified procedure. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection and the customer's complaint was confirmed. The loop at the distal end was found broken. No electrical or functional testing was conducted. The condition of the fracture face of the device suggests a brittle failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, (per CAPA cap-100101), the root cause for this issue is likely due to a weakness in the current material strength and/or ductility. Olympus will continue to monitor field performance for this device.